Manufacturer narrative:
Not returned.

Event description:
Consumer states she woke to a burning rubber smell throughout the whole house. She is alleging the source was a humidifier that had melted and burned the towel it was sitting on. There were no injuries reported with this incident.